Event description:
It was reported during the loading of a patient into the ambulance the stretcher was lifted to allow the legs to be raised. The legs allegedly would not raise. The stretcher was then placed back on the ground, on all four wheels. It was then alleged the foot end of the stretcher lowered with the patient; however, the head end of the stretcher remained hooked into the ambulance. There were no injuries reported.

Manufacturer narrative:
A visual/functional evaluation was conducted on the device by ferno's authorized field service representative. A missing spring was observed but nothing was found as contributing to the reported incident. The cot was functioning according to specification and the incident could not be duplicated. No injuries were reported at the initial report and no additional information has been communicated since that time.